Manufacturer narrative:
The rate/sense portion of this lead was capped and surgically abandoned. A new rate/sense lead was successfully implanted. Records indicate the shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced removing the rate/sense portion of this implantable defibrillation lead from the device header. The rate/sense portion of the lead then fractured. No adverse patient effects were reported.